Manufacturer narrative:
H2 additional information: b5 (describe event or problem), h6 (device codes), h10 (additional MFR narrative) block h6: conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyps procedure performed on (B)(6) 2022. During the procedure, the clip was going to close for the wound. However, the clip could not be deployed normally and the tip of the clip was bent. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. ***additional information received on february 11, 2022*** it was reported that the clip was limply hanging from the catheter as it had already prematurely deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyps procedure performed on (B)(6), 2022. During the procedure, the clip was going to close for the wound. However, the clip could not be deployed normally and the tip of the clip was bent. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.